Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported connection with the patient's scs ipg was lost. Troubleshooting of the issue did not provide resolution. The patient's physician explanted and replaced the patient's ipg. The issue was reportedly resolved.

Manufacturer narrative:
A CAPA investigation was initiated on (B)(6) 2016 to address the issue in which the ipg experienced loss of power, causing the patient to loose pain relief requiring replacement of the device. Investigation is currently in progress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.